Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a stabbing pain at the implantable neurostimulator site starting at least 3 days prior to the report. The day prior to the report the patient's legs weren't working. There were no falls, trauma, or twisting/lifting associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.